Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise oversensing. No intervention was performed. The patient had no consequences.